Event description:
Drive medical has received a letter from one of our customer's attorney office notifying drive medical of a pending litigation. The initial allegations indicate that a pt was electrocuted in a bed distributed by drive medical. No specific info has been provided to drive medical on the incident and the product problem. We are unable to identify the product and its manufacturer. This MDR report is based on the attorney letter.